Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a keypad anomaly. The buttons were not responsive. Customer attempted to change the battery, but the insulin pump's screen would not get past the logo. Customer's blood glucose level was 227 mg/dl. Customer was advised to discontinue use of the device and revert to a backup plan. The customer was advised that the device would be replaced and agreed to return the product for analysis.

Manufacturer narrative:
The insulin pump passed the displacement test, self test and all of the buttons functioned properly. The insulin pump did not have a frozen display or moisture damage on keypad traces, and the keypad connector was fully locked.